Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon closed the jaws of the 8mm medium-large clip applier instrument, the clip disengages from only one jaw and remains attached to the other. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.71mm offset at the tip. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.